Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. It was reported that a pigtail catheter was used to measure the distance from the lowest renal to the aortic bifurcation which was 8.5 cm. The physician felt with the angle of the abdominal aorta (less than 45 degrees) that there would be sufficient room for the contralateral gate to open. The physician commented that if the gate was closed when the stent graft was deployed he would be able to push the partially deployed stent graft up slightly to allow for additional room to open the gate if needed. The stent graft was partially deployed and the contralateral gate opened; however, due to calcification of the distal aorta as well as the angle of the left common iliac artery and the origin of the left common iliac artery, the physician was unable to pass the wire from the contralateral left side up into the gate. The physician then completed deployment of the stent graft and attempted to pass a glide wire from the right side, up and over the stent graft bifurcation and into the gate, but was unable to have the wire pass into the left common iliac. The physician prepped the right arm and gained access through the brachial artery and attempted to pass the wire down the gate into the left common iliac artery. The wire got through the gate but due to origin of the left common iliac artery it could not be advance further. The physician considered the option of converting to open repair; however, due to the patient's condition, felt it would be best to implant a cuff on the right side and occlude the flow into the contralateral gate. After this was done an angiogram was performed and confirmed there was no flow into the gate. A 16 mm amplatz plug was placed in the proximal left common iliac artery to prevent retrograde flow into the sac. Finally the physician performed a femoral-femoral bypass. There was no evidence of an endoleak. No clinical sequelae were reported the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (anatomy related; calcified distal aorta, angulated iliac artery).